Manufacturer narrative:
Additional narrative:this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the control unit was not functioning and was defective. It was further determined that the tension screw was defective and the oscillating head was broken and cracked. It was determined that the tension screw was damaged because the pressure disk had slipped over the clamping screw. It was further determined that the crack on the oscillation head was due to a design issue. The assignable root causes were determined to be due to wear from normal use and servicing over time (control unit is defective), and design error (tension screw damaged and oscillation head cracked). The design issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the control unit was not functioning and was defective on the battery oscillator device. It was further determined that the control did not work, the swinging head was torn, and the tension screw plate was too low. It was further determined during the pre-repair diagnostics assessment that the device failed for check saw blade coupling, functional test, check trigger and ecu (electric control unit) function, check oscillation frequency. Min 10800-14200 osc/min, mode switch-test and for check performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.